Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that gradually rising and high thresholds were noted on the right ventricular (rv) lead in bipolar configuration. The lead was explanted and replaced. No patient complications have been reported as a result of this event.